Event description:
Pt underwent cataract surgery on 10/2/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon noticed that the tip of the cartridge may have had a burr on it causing it to tear the lens during insertion. The torn lens then tore the posterior capsular and the surgeon said a vitrectomy was necessary. No other surgical procedures were done and there were no complications noted.